Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and fell into the right ventricle and this was confirmed on x-ray. The ra lead was reprogrammed and turned off. Planned lead revision is scheduled. No patient complications have been reported as a result of this event.